Event description:
It was reported that after multiple capacitor maintenances, the charge time had exceeded its limit. The device was then explanted and replaced and the patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.